Event description:
Pt admitted for elective removal and replacement of gel breast implants for a larger size. The breast implants were found to be ruptured on entry to the surgical sites. Bilateral breast capsular contraction was present also. Original breast implants 225 cc were replaced in 1989. MFR unknown.